Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9246504. Medical device expiration date: 2021-02-28. Device manufacture date: 2019-09-03. Medical device lot #: 9056986. Medical device expiration date: 2020-08-31. Device manufacture date: 2019-02-25. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had underfill. This occurred on 100 occasions during use. The following information was provided by the initial reporter: pstii tubes do not fill until fill line. Pst ii tubes displays less vacuum leading to underfilled tubes. Other lot tested and displayed normal filling.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® lh pst¿ ii plus blood collection tubes had underfill. This occurred on 100 occasions during use. The following information was provided by the initial reporter: pstii tubes do not fill until fill line. Pst ii tubes displays less vacuum leading to underfilled tubes. Other lot tested and displayed normal filling.